Event description:
A clinical case report was described in a published article detailing an event that occurred in the pt who underwent a single level kyphoplasty at level l2 for an acute compression fracture with loss of vertebral height as revealed through x-ray, CT and MRI. Post-operatively, it was reported that the neurological status of the pt remained intact, and the pt was discharged on the second day. At 4 weeks post-op, the pt was readmitted to the emergency room for sudden lower back pain that occurred as the pt was walking at home. There was no reported trauma or infection after discharge from the hospital. Radiological imaging showed a biconcave fracture that created a split in the l2 vertebrae. CT scan showed no retropulsion of vertebral body. Neurological examination showed no significant deficits. Open surgery was recommended but was not accepted by the patient.

Manufacturer narrative:
Report source. Delayed l2 vertebrae split fracture following kyphoplasty md, routine literature search. Results- no conclusion can be drawn.